Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a power loss alarm from the insulin pump. The customer's blood glucose reading was 9.8 mmol/l. The mother stated that they received an alarm at 3am and 5am. The customer was advised that the internal power source in the pump is unable to charge. The customer stated that the pump operated on aa battery only. The customer stated that the power error detected returned after 4 hours of troubleshoot. The customer was advised to remove the battery, press and hold the back button until the screen turns off. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump powered up properly after battery installation and no power loss alarms noted. However, the power management tool confirmed power system error and low battery alarms were triggered when backup battery loaded voltage was less than 3.5v for four consecutive hours due to resistance issue at the j6 connector. After disconnecting and reconnecting the internal battery connector on the j6 printed circuit board assembly the insulin pump was monitored and functioned properly. The insulin pump had keypad overlay texture damage and minor scratches on the lcd window.